Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 double head pump . The incident occurred in (B)(6). The affected pump was requested back to the manufacturer site for investigation. The reported failure could not be reproduced during functional tests and the device was found to be properly working. However the reported issue could be confirmed by pump serial read-out analysis. Thus, all parts which may be involved in this type of failure will be replaced. The most likely root cause of the event could be an intermittent communication failure between pump circuit boards. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 double head pump, used as a suction pump, displayed a motor control error message and stopped during a procedure. The affected pump was replaced with another to complete the procedure. There was no report of patient injury.